Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and that the implantable pulse generator (ipg) would cut out intermittently. The lead appeared to be crooked, although it is not known if the lead was misaligned from the beginning when originally implanted or if it had migrated. The patient underwent a procedure where the ipg was replaced and the lead was re-positioned and tested intra operatively and found to have normal impedance values. However, once the lead was connected to the new ipg, there was high impedance values detected. The lead tails were removed, wiped and re-inserted, which improved the impedances however still needed further attention. At that point the lead tails could not be removed from the ipg header and after many attempts, the lead was replaced with a new one. Post operatively, the patient was doing well and had good pain coverage.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 18266099.

Manufacturer narrative:
Sc-1132 (B)(6). The ipg was received for analysis and exhibited normal characteristics during both visual and functional examinations. All impedance measurements were within the expected range on all ports, confirming that the ipg is functioning as expected. Sc-8352-70 (B)(6). Visual inspection on the proximal end of the lead revealed that the spacer between contact #8 and the retention sleeve was crushed by the ipg setscrew. The damaged lead proximal array caused the inability of the user to remove the lead tail from the ipg port. The ipg setscrew was not locked down onto the lead retention sleeve, this proves that the lead proximal array was not fully inserted into the ipg port. Because the lead was not fully inserted into the ipg port, it caused misalignment of the contacts of the lead and the ipg header, resulting in the reported high impedance readings. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Labeling also states to fully insert the lead(s), extension(s), splitter(s), and/or connector(s) into the ipg port(s), being careful not to stress or bend the proximal end of the lead. When the lead is properly inserted, the lead will stop and the retention ring will be located under the set screw.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and that the implantable pulse generator (ipg) would cut out intermittently. The lead appeared to be crooked, although it is not known if the lead was misaligned from the beginning when originally implanted or if it had migrated. The patient underwent a procedure where the ipg was replaced and the lead was re-positioned and tested intra operatively and found to have normal impedance values. However, once the lead was connected to the new ipg, there was high impedance values detected. The lead tails were removed, wiped and re-inserted, which improved the impedances however still needed further attention. At that point the lead tails could not be removed from the ipg header and after many attempts, the lead was replaced with a new one. Post operatively, the patient was doing well and had good pain coverage.